Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, 2 implanted mitraclips. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that the clip became caught in the anatomy, resulting is suspected leaflet damage and increased mitral regurgitation. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The atrium was enlarged with an anterior leaflet prolapse and flail. Two clips were implanted without issue, and the mr was reduced to 2-3. The third clip delivery system (cds) was advanced to the mitral valve leaflets. While attempting to grasp the leaflets, the clip was became caught on the chordae. The clip was inverted to retract to the left atrium; however, it appeared that the anterior leaflet was caught. While closing the clip from inverted to approximately 180 degrees, the clip was freed from the anatomy, and the cds was withdrawn. It was observed that the mr grade had increased to 4, and it was suspected that the anterior leaflet was damaged. The decision was made to abort the procedure, and the mitraclip system was removed. With the two clips implanted, mr remained at 4. A clinically significant delay in the procedure was noted due to the issue with the cds. The patient was clinically stable and underwent mitral valve replacement surgery the next day. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the clip becoming caught in the anatomy, resulting in physical resistance and difficulty removing the device, appears to be related to patient morphology/pathology. The patient effects of worsening mitral regurgitation and tissue damage, as listed in the as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.